Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted because the physician could not determine if the loss of capture was from the lead in the rv or device, so he replaced both. There were no adverse patient events reported. Should additional information be received, this file will be updated.